Manufacturer narrative:
The malfunction was observed during initial testing at zoll medical (B)(4). However, the reported problem could not be duplicated. The customer declined repair of the device; therefore the device was returned to the customer labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.